Event description:
Customer reported device = 362, 208, and then 313 mg/dl. Customer went to emergency room (ER). Customer was admitted into hospital. Lab = 49, 54, 61 and 59 mg/dl. Customer was released and no treatment was given. Controls were expired. A request was made for return product and replacement product was sent.